Manufacturer narrative:
The reported complaint was not confirmed. During testing in central engineering, no inaccuracies observed in blood loop testing. Multiple attempts to get further information were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the manufacturer clinical services, he obtained the information for this complaint when he was following up on MDR #1828100-2016-00064.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there were accuracy issues with the blood parameter monitor (bpm). The hemoglobin (hgb) and hematocrit (hct) did not change the entire case. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 22-jan-2016: the perfusionist (ccp) stated that the hgb and hct values of the bpm did not change the entire case, even though actual lab analyzed values did change during the procedure. The ccp was aware the values were not correct and no patient clinical interventions were performed, based solely on bpm unit values. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
During the laboratory evaluation, the reported issue was not duplicated as hematocrit saturation module (h/sat) probe worked as intended. The product surveillance technician (pst) observed no anomalies with blood parameter monitor (bpm), its bpm module or h/sat probe. The monitor was sent to central engineering for further evaluation.